Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they checked the foley catheter balloon and inserted it without any problems, but the distilled water leaked out. They could not fix it. Per follow up information received via ibc on 31dec2024, customer confirmed that 2 products were affected. Per investigator's notification received on 19jun2025, it was reported that foley catheter balloon mushroomed found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. Eight photos were received for evaluation. The first photo was a top view of the first 3 way silicone catheter. The second photo was a zoomed in view of the first catheters tip and deflated balloon. The third photo is of the first catheters inflation valve with lot number nghx1229. The fourth photo was of the tray labeling for the first catheter with lot number myjr3027. The fifth photo was a top view of the second 3-way catheter with return syringe. The second photo was a zoomed in view of the second catheter's tip and deflated balloon. Mushrooming on the balloon was observed therefore another complaint was opened to capture this. The seventh photo was of the second catheter's inflation valve with lot number nghx1229. The eighth photo was of the second catheter's tray labeling with the lot number myjr3027. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they checked the foley catheter balloon and inserted it without any problems, but the distilled water leaked out. They could not fix it. Per follow up information received via ibc on 31dec2024, customer confirmed that 2 products were affected. Per investigator's notification received on 19jun2025, it was reported that foley catheter balloon mushroomed found during sample evaluation.